Event description:
Tubing of tube feed bag spontaneously snapped open near where tubing is inserted in pump. No harm to patient, feeding bag replaced and tube feeds restarted.what was the original intended procedure?feeding.